Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064565, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-05. Medical device lot #: 9064563, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-05. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Bd appreciates you taking the time to bring this observation to our attention. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: unfortunately, since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable needle leaked during use. The following information was provided by the initial reporter: material no. 305272 batch no. Unknown (customer provided lot# 9064565 or lot# 9064563). It was reported that the needle was in pt and the plunger was being pushed down to administer medication when all medication from syringe exploded, spraying nurse in face/glasses and arms. The medication leaked from where the needle screws into the syringe. No harm to patient, syringe didn¿t break and needle remained intact. The needle was in the patient. It was ativan and haldol mixed together, ativan was at room temp.